Event description:
It was reported that sterile water leaked back from the valve. The event happened during pretest and no tear or rupture on the balloon was observed. The water leaked from the valve mentioned as backflow. The tray was used as there was no backflow and sterilized water was able to be injected when another syringe was used. Per follow up information received from ibc on 15mar2023, the problem occurred during pretest. It was a defective syringe issue for the leak. It means water leakage from between the syringe and the valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that sterile water leaked back from the valve. The event happened during pretest and no tear or rupture on the balloon was observed. The water leaked from the valve mentioned as backflow. The tray was used as there was no backflow and sterilized water was able to be injected when another syringe was used. Per follow up information received from ibc on (B)(6) 2023, the problem occurred during pretest. It was a defective syringe issue for the leak. It means water leakage from between the syringe and the valve.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured. Further investigation is documented. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked back from the valve. The event happened during pretest and no tear or rupture on the balloon was observed. The water leaked from the valve mentioned as backflow. The tray was used as there was no backflow and sterilized water was able to be injected when another syringe was used. Per follow up information received from ibc on 15mar2023, the problem occurred during pretest. It was a defective syringe issue for the leak. It means water leakage from between the syringe and the valve.